Event description:
It was reported that a revision was performed due to poly wear in acetabulum.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned head, liner and shell show the devices resemble typical explanted product. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed part 71334050. For listed part 71742850 there were prior complaints for the listed failure mode, no prior complaints for the listed lot. For listed part 71302800 no prior complaints for the listed lot/failure mode. An evaluation performed by our lab noted bone was attached to the ingrowth surface of the shell. Scratches were observed on the surface of the femoral head, possibly created by third-body debris (bone, bone cement, etc.). Discoloration was observed on the backside of the liner, likely due to absorption of biological fluid. Damage/deformation was observed on the face and near the lock detail of the liner, likely created by instrument contact during revision surgery. It was noted that the total linear penetration for the acetabular liner was estimated to be 1.8 mm using silicone mold replication. There were no unusual wear features observed on the articular surface of the acetabular liner. At this time, we have no reason to suspect that the product failed to meet any product specifications during the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.